Event description:
Healthcare professional reported a left side lymph nodes and radial folds. The device remains implanted.

Manufacturer narrative:
Initial reporter (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: lymphadenopathy and crease folding of implant.